Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2018-00175, 3008452825-2018-00180, 3005334138-2018-00160, 3008452825-2018-00181, 3005334138-2018-00161. During a pulmonary vein isolation procedure. A cardiac perforation occurred in the superior septal left atrium. During geometry collection, the lower right branches of the pulmonary vein were difficult to engage due a common right pulmonary ostium. After geometry was collected, an ablation line encircling the right vein was attempted and the patient became hypotensive. An ultrasound revealed an effusion in the superior septal left atrium for which a pericardiocentesis was performed to stabilize the patient. Further ablation was aborted. There were no performance issues with the abbott device.